Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented routine generator change with a known history of increasing capture threshold, and pacing impedance exhibited by the right ventricular lead. The lead was capped and replaced during the generator change on (B)(6) 2021. The patient was in stable condition.